Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a total knee procedure incision closure, the case was performed without incident. The patient was presented with wound complication. The two sutures were removed from the patient.